Manufacturer narrative:
It was reported that hls cable pven readings are intermittent. The failure occurred during maintenance. A getinge service technician (fst) was sent for investigation and repair on 2022-06-07. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. It was confirmed by the fst that no visible damage could be found. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-08-30. The root cause for the reported malfunction could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which most likely originated from external force. Furthermore, according to the risk analysis v24 following root causes can also linked to the reported failure: a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable. Broken fiber inside the cable. The review of the non-conformities has been performed on 2022-06-10 for the period of (B)(6) 2017 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "hls cable pven readings are intermittent" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that hls cable pven readings are intermittent. The event occurred during maintenance. No harm to any person has been reported. Complaint number: (B)(4).